Event description:
Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician (consultant plastic surgeon) on (B)(6) 2010 - local reference (B)(4). This case is associated to case (B)(6) by reporter. This case involves a patient (age and gender nos) who commenced therapy with (B)(4) on an unk date and developed granulomas. The reporter stated that the patient was not injected by him, but had come to him for treatment of the granulomas. Relevant medical history and concomitant medication info were not reported. Action taken/corrective treatment/outcome - unk. A ptc (pharmaceutical technical complaint) has been initiated: local (B)(4). Physician's causality assessment: not provided. Add'l info received on (B)(6) 2010 in the form of ptc investigation results for (B)(4): since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4) and the investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Add'l info was received on (B)(6) 2011 and upon medical review, has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting (B)(4). F/u info indicates this pt is a (B)(6) female with no history of immunological or collagen-vascular disease. Pt's skin rating is fitzpatrick skin type ii. She has no other relevant medical history. Sculptra was injected on (B)(6) 2008 to the zygoma and cheeks by injection techniques of cross hatch, deep dermal and depot. Second session on (B)(6) 2008 was to the marionette lines and lower cheeks by cross hatch and subcutaneous injection. Third injection on (B)(6) 2009 was to the marionette lines and lower cheeks by cross hatch and subcutaneous injection. Fourth injection on (B)(6) 2009 was 1 ml to each side of the zygoma area by depot technique, and 1.5ml to each side of the lower cheeks and marionettes lines by deep dermal injection. Total volume of sculptra injected was 8ml to the marionette lines, 6ml to the cheek lines and 4ml to the labiomental crease. For each injection, (B)(4). No anesthetic was used. Massage was done during treatment and then by the patient. On (B)(6) 2010, one year after the last sculptra injection, several subcutaneous granulomas were visible on the left cheek, right cheek, and zygoma area. The granulomas are less than 5mm in size and all have signs of inflammation. There are four open red granulomas on the left cheek and one on the right cheek. There is no evidence of any systemic process. The reporter indicated there is no evidence of permanent impairment, but they look awful. The pt was treated with intralesional injections, oral antibiotics, and drainage was performed to prevent worsening. No biopsy was performed.